Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients spinal cord stimulation (scs) leads had high impedances. The patient underwent revision procedure. The patient was doing well postoperatively. No items to return. The facility kept the explanted lead.